Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 15 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported the patient's infection, pain and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.